Event description:
The physician felt some resistance when inserting the separator 032 into the reperfusion catheter 032. He decided the lumen of the catheter was compromised so he withdrew the separator 032 and inserted a 0.014" guide wire instead. He verified that the lumen of the catheter did not have a problem and changed out for a new separator 032. The procedure was performed without issue. The physician then determined that the issue must be due to the separator because he felt the resistance as soon as it was inserted into the catheter.

Manufacturer narrative:
Results: the distal tip beyond the bulb structure shows approximately a 90 degree angle. Approximately 6.5 cm back from the tip, there is a second 45 degree bend. An example psc032 was irrigated and removed from its packaging. With the included rhv attached to the catheter, the separator was advanced into the rhv and the cone of the catheter hub. The bent wire tip of the separator folded back on itself inside the hub. The 45 degree bend occurs just inside the rhv when the teardrop structure jams against the folded tip. The separator is non-functional. Conclusion: the inability to load the separator noted in the report is confirmed. The damage to the tip is most likely the original cause of resistance when trying to insert the separator into the catheter. The 45 degree kink at 6.5 cm likely resulted from trying to advance the separator against the friction caused by the kinked tip of the separator. The tip of the separator may have bent when the physician originally loaded the separator into the hub of the catheter if not handled appropriately. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Manufacturer narrative:
Conclusion code: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.